Event description:
On (B)(6) 2011, olympus biotech pvg received a report of delayed wound healing in a diabetic pt (female, (B)(6)), who received op-1 putty on (B)(6) 2011, for an unk indication. The surgeon informed an olympus biotech sales rep that the pt's wound "did not heal". The surgeon attributed the delayed healing to the pt's diabetes, but requested add'l info regarding the possible effects of op-1 products on wound healing. No add'l info was provided with the initial report.